Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The physician showed a post operation computerized tomography (CT) image of the patient that appeared to have a rectal wall injection. The patient had constipation and was treated with a stool softener. Discomfort was additionally reported. The patient is reported to be feeling fine, and has fully recovered.